Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a report of lip injury to one baby w/ use of our blade by provider". Additional information received stated that "the [physician] intubated the patient and noticed the laryngoscope blade cut the baby's gum, no medical intervention performed". Additional information has been requested to the complainant, no information received at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a report of lip injury to one baby w/ use of our blade by provider". Additional information received stated that "the [physician] intubated the patient and noticed the laryngoscope blade cut the baby's gum, no medical intervention performed". Additional information has been requested to the complainant, no information received at the time of this report.